Manufacturer narrative:
Manufacturer narrative for 3002769706-2017-00120 supplement 1 (submitted 06/21/2017) listed an incorrect vidas¿ hstni lot number of 1005210810. The correct lot number is 1005177490.

Manufacturer narrative:
Biom¿rieux conducted an internal investigation: the analysis of the batch history records showed no anomaly during the control for these three (3) batches. No CAPA nor non-conformity is linked to the customer complaints regarding vidas¿ hstni parameter (ref 415386). The samples returned were further evaluated by the r&d department. During this investigation, an interference was highlighted on the samples returned by the customer. The nature of this interference has not been identified and would be different from the typical encountered (heterophilic antibodies, rhumatoid factors, anti-troponin autoantibodies). The lack of additional? Samples did not allow biom¿rieux to pursue further investigation. Potential interferences with hstni reagents leading to false positive results in the field have already been described through many publications and concerned different assays in the market. The vidas¿ hstni kit is up to date regarding false positive results of similar interferences that were described in numerous publications and found in competing techniques. As a reminder, in the instructions for use-limitations of the method section, it's written that "interference may be encountered with certain samples containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history, and the results of any other tests performed." The vidas¿ hstni lot 1005210810/171221-0 is within current acceptance criteria.

Event description:
A customer in (B)(6) reported to biom¿rieux that they have observed non-repeatable falsely over estimated results when using vidas¿ hs troponin I (reference 415386). The customer reported the patient sample was taken at the patient's home on (B)(6) 2017. The initial result was 125 rfv 37.8 ng/l and approximately an hour later a second test result with the same patient sample was 122 rfv 36.8 ng/l. The patient was sent to the hospital after the second result where a coronary angiography was performed. Another troponin test was performed at the hospital and the result was negative. An internal biom¿rieux investigation will be initiated.